Event description:
User facility reports that physician using slit lamp adapter indicates that "at 220mw the laser's flashback is too bright".

Manufacturer narrative:
Iridex received the product on (B)(4) 2012, and is in the process of evaluating the unit. The unit is currently under investigation as to any modes of failure. A follow-up report will be submitted based on the results of the investigation. Written feedback from the user facility states that the treating physician experienced eye discomfort and temporary flash-blindness and strain from the flashback through oculars when using the laser. The physician, who was performing a diabetic laser treatment, completed the treatment and stopped using the laser. No medical or surgical intervention was required, and the effects were temporary with no known long-term effects.